Event description:
A report received from the (B)(6), stated the device is experiencing a damaged neuro-tip (bent/broken) and is being returned for service. It is unk if the device was being used during surgery. It is unk if patient or user injury was reported. No add'l info was provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "improper sterilization" was confirmed after having serviced the device. During the servicing of the device, it was found that the bearings were worn and damaged most likely due to cleaning, sterilization and usage issues. If add'l info is received, a supplemental report will be sent.